Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the flow decreased and the pressure increased. The flow bubble sensor was tested in the related cardiohelp complaint (B)(4). (Mfg report number 8010762-2024-0000616) and the failure was not reproducible. The customer stated that he suspects that the event was triggered by clots. No harm to any person has been reported. The affected product was discarded by the customer, therefore no technical investigation could be performed. However, as no information from customer side was received after three attempts by the getinge service and sales unit, the exact root cause remains unknown. Referring to the risk assessment of the hls set the following root cause can lead to the reported failure: - the user omits to apply anticoagulants prior to and during the usage of the hls set- too low anticoagulation. According to the instruction of use of the hls set in chapter "safety instructions for the extracorporeal circulation" it is stated that no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. It is recommended to use anticoagulants, e.g. Heparin or argatroban and to check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Further the coagulation status of the patient's blood should be checked regularly. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "flow and pressure issues due to clotting" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected product has not been provided yet.

Event description:
The event occurred in USA during treatment. It was reported that the flow decreased and the pressure increased. The flow bubble sensor was tested in the related cardiohelp complaint (B)(4) and the failure was not reproducible. The customer stated that he suspects that the event was triggered by clots. No harm to any person has been reported. As the flow decreased and the pressure increased during treatment, a report is required. Complaint ID# (B)(4).